Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited intermittent loss of capture. The lead was capped and an active fix lead implanted. The patient is pacer dependent.